Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious keratitis." The indications section of the package insert states that lenses are not intended to be cleaned or disinfected and should be discarded after a single use. As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
The optician reported that in 2007, a patient had attended the emergency department of the hospital due to pain and redness in his right eye associated with wear of dailies progressive contact lenses. The hospital ophthalmologist diagnosed keratitis and microbiological culture of the lens care solution in the lens case used by the patient detected the presence of contamination with pseudomonas aeruginosa and klebsiella pneumoniae. The patient was hospitalized for five days and prescribed treatment with antibiotic and cortisone. The optician stated that although the patient had been told that the lenses should be only worn for one day and then discarded, the patient had worn the same lens for 3-4 days storing them overnight in souflon mps lens care solution. The patient is thought to have clinically recovered. Request has been made for further information, however, no further information has been provided.